Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the basal and bolus histories for (B)(4) 2012 and (B)(4) 2012 was reviewed and correctly reflect the total daily dose totals for those dates. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. A bolus was also successfully performed via the meter remote, and the bolus was accurately recorded in the pump history. There was no hypersensitivity found to the keypad buttons. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump's tdd and bolus history were not adding up correctly. The reporter indicated that on (B)(6) 2012, the bolus total was '33.90 units'. However, according to the reporter, the tdd has a bolus total of '52.498 units'. The bolus total for (B)(6) 2012, was '102.90 units' and the tdd history indicated a bolus total of '70.350 units'. All the bolus doses were reportedly listed as being completed. The reporter also claimed that the patient was hospitalized on (B)(6) 2012, at an unspecified time, because her blood glucose (bg) level was down to '20 mg/dl'. According to the reporter, the doctor's at the hospital informed her that they thought the patient had a stroke. The patient was reportedly unresponsive for 6 hours. The patient was already off of the pump before emergency services arrived. The patient was transferred that same day to a (B)(6) medical center. It is unknown what treatment the patient received during her hospitalization. The patient was released from the hospital on (B)(6) 2012. The reporter mentioned that the patient's basal rates were changed while in the hospital. The reporter was unsure when pump therapy was resumed. The reporter mentioned that the patient's bgs were not in control for the previous 3-4 weeks. At 3:00 am, on an unspecified date, the patient's bg was '179 mg/dl'. Just prior to contacting animas on (B)(6) 2012, the patient's bg level was '322 mg/dl'. The patient mentioned during the contact that she was urinating frequently. The patient was instructed to come off of the pump and to implement a backup plan for insulin delivery. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's bolus history and tdd were inaccurate. She also claimed that the patient was hospitalized for low bg. However, at this time, it is unknown if the pump contributed to the patient's injury. The details leading up to the patient's low bg event are unknown.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.